Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, following the pre-implant balloon aortic valvuloplasty (bav), an electrocardiogram (ECG) was performed which showed slight irregularities, but intrinsic rhythm was present. The valve was then deployed to the point of no return (ponr); however, an unspecified conduction disturbance occurred. Subsequently, anattempt was made to adjust the valve's implant depth but due to being deployed at the ponr, the valve was fully released and implanted. Following the implant, the unspecified conduction disturbance persisted; therefore, temporary pacing was initiated.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 12-aug-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, following the pre-implant balloon aortic valvuloplasty (bav), an electrocardiogram (ECG) was performed which showed slight irregularities, but intrinsic rhythm was present. The valve was then deployed to the point of no return (ponr); however, an unspecified conduction disturbance occurred. Subsequently, anattempt was made to adjust the valve's implant depth but due to being deployed at the ponr, the valve was fully released and implanted. Following the implant, the unspecified conduction disturbance persisted; therefore, temporary pacing was initiated. Additional information was received indicating that the irregularities shown on ECG was intermittent left bundle branch block (lbbb). Per the physician, the conduction disturbance was related to the valve and not related to the dcs. Additionally, it was noted that the cause of the lbbb was the pre-implant balloon dilation and valve implantation. This process caused interference with the left bundle.